Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h10, and conclusions in this section have been updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for the delivery system kink could not be confirmed as no product or relevant imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Per the IFU/training manual, "push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification." These factors can create a challenging pathway during delivery system insertion through the sheath and lead to resistance and high push force. It is possible that manipulation of the delivery system was required during the difficult advancement attempt to overcome the observed resistance, resulting in the reported delivery system damage. Additionally, this additional manipulation may have led to the delivery system exiting sheath and resulted in the reported perforation. As such, available information suggests that procedural factors (high push force) may have contributed to the reported delivery system damage. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two reports being submitted for this event. Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral transcatheter aortic valve replacement procedure with a 29 mm sapien 3 ultra resilia valve, the commander delivery system kinked and exited through the seam of the esheath+. The patient had aneurysmal vascular anatomy, but the vasculature was otherwise well-sized and not overly calcified or tortuous. It was noted that there was some resistance during valve insertion, but then the implanter felt a release and kept pushing. During insertion, the delivery system became kinked and exited the esheath+ into the peritoneal space, leading to suspected perforation of the common iliac or distal aorta. The injury was located in the descending aorta. A coda balloon was inserted and CPR was performed in response to the vascular injury. Despite these interventions, the patient expired on the same day.